Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2005: the patient presented with back pain and leg pain bilateral. The patient had had low back pain for 10 years which is getting worse with radiation to lower extremities, weakness and paraesthesia in lower extremities. Physical exam revealed that range of motion of back produced some tenderness. Impression/ plan: lumbar canal stenosis, plan per her attending. Gastroesophageal reflux disease. Depression. History of asthma as a child. History of seizures as a child. Cough, upper respiratory distress with some findings in the lung exam. The patient had following preoperative diagnosis: lumbar canal stenosis and herniation of the l3/4 and l4/5 discs. The patient underwent laminectomy. No patient complications were reported. On (B)(6) 2007: the patient underwent ¿op spine cervical 2 views¿. Impression: mild degenerative changes outlined above. On (B)(6) 2007: the patient pre-op CT of lumbar spine incl. Extra levels. Impression: no evidence of acute fractures or dislocations. Post laminectomy changes are present at the l3-4 and l4-5 levels. Underlying degenerative changes are present. Right renal calculi. On (B)(6) 2007: the patient presented with following preoperative diagnosis: lumbar canal stenosis and lumbosacral radiculopathy. The patient underwent the following procedures: l3-l4 (plif) posterior lumbar interbody fusion using cage, l3 and l4 lumbar laminectomy, bilateral pedicle screw fixation at l2, l3, l4 and ls, posterolateral intertransverse fusion l2, l3, l4 and l5. Per op notes, packed with rh-bmp2/acs as well as bone allograft was then hammered into place pushing it more medially as it descended, a/p and lateral views showed excellent placement of the cage. The cage was very snug, could not be moved easily. The patient remained stable throughout surgery. On (B)(6) 2007: the patient underwent pathological exam of disc specimen. On (B)(6) 2007: the patient was discharged. During her postoperative stay, patient had acute postoperative blood loss anemia for which she received 2 units of packed red blood cells. Patient also developed a urinary tract infection which was treated with bactrim. On postoperative day 4, patient was noted to have a macular erythematous patchy rash around her incision on her back. Patient was discharged on postoperative day 5 in stable condition, asymptomatic. On (B)(6) 2007: the patient presented for a postoperative wound check. On (B)(6) 2008: the patient presented for a postoperative office visit. On (B)(6) 2008: the patient presented with grabbing pain in her mid back aggravated by standing still and walking. She reports a little pain in her right leg but states this is much better than prior to surgery. The patient demonstrated flattening of lumbar lordosis and stood in a forward flexed posture. There was tightness along the thoracic paravertebrals bilaterally. Patient demonstrated weakness in the lumbar and abdominal musculature. On (B)(6) 2008: the patient presented for physical therapy. She complained of pain on the right side of her incision near the upper edge. Patient was asked to correct her posture, stand upright, and upon doing so, a muscle spasm occurred and was quite palpable to the right of the upper edge of the incision in the paraspinals. This was quite tender to palpation and obviously the source of the patient's pain. On (B)(6) 2008: the patient presented for physical therapy. She reported pain in bilateral lumbosacral region, left greater than right. Patient stated her legs felt very tired after walking for a period of time. On (B)(6) 2008: the patient completed her physical therapy sessions. On (B)(6) 2008: the patient presented for a follow up visit. The patient stated that over the last week she began developing pain in her buttock starting on the right side. Over the course of the week it extended to the left buttock and is now radiating down her posterior thighs to her knees. Patient stated she was having great difficulty with walking. Pain worsened with bending, sitting, changing positions, and walking for too long. It decreased with moist heat a little bit. Lying flat also was painful. Patient stated her legs felt heavy. Patient is tender to palpation over her buttocks and posterior thighs bilaterally. Palpation of her spine and paraspinal muscles reveals tight paraspinal muscles and what feels to be possibly the instrumentation of the skin as it is also tight very close to the spine. On (B)(6) 2008: the patient underwent CT scan of lumbar incl. Extra levels. Due to lumbar radiculopathy. Impression: status post posterior hardware fusion of the lumbar spine from l2 through l5. Stable bony alignment with no evidence hardware failure. Multilevel lateral recess narrowing as detailed above due to disk bulging and/or disk protrusions. Postsurgical scar may in part accounting for findings. Decompression laminectomies l2-s1. On (B)(6) 2008: the patient presented for an office visit due to pain in her leg and some pain in her buttock radiating down her posterior thighs to her knees. The patient was unable to walk with any weight on the right leg. Her range of motion is limited to approximately 20% of normal. She is tender to palpation along the lumbar spine, down into the buttock and posterior thigh. The patient underwent ¿op hip right complete¿ impression: grossly normal study of the right hip. On (B)(6) 2008: the patient underwent MRI of lumbar spine with and without contrast. Impression: status post lumbar fusion l2-5, with stable bony alignment. Status post interbody lumbar fusion at l3-4. L4-l5 lateral recess stenosis related to posterior facette osteophytes and disk osteophyte complex, with possible greater mass effect on right lateral recess l5 root. Correlate with clinical exam. L5-s1 posterior midline posterior protruding disk, similar to prior (B)(6) 2007 MRI. L5-s1 right osseus foraminal stenosis. On (B)(6) 2008: the patient presented with following pre-op diagnosis: lumbar radiculopathy post laminectomy syndrome. The patient underwent following procedure: standard caudal epidural steroid under fluoroscopy. No patient complications were reported. On (B)(6) 2010: the patient presented for an office visit. Assessment: small joints of hands, wrists, feet and ankles with djd/oa likely. Fibromyalgia (mild). Spinal lumbar arthritis with spinal stenosis and neurogenic claudication. The patient underwent various lab tests. On (B)(6) 2010: the patient presented with pain in lumbar spine and bilateral lower limbs. Impression: status post lumbar fusion l2-l5 with stable bony alignment. Status post interbody lumbar fusion l3-l4. L4-l5 lateral recess stenosis; related to posterior facet osteophytes and disc osteophyte complex with possible greater mass effect on the right lateral l5 nerve root. L5-s1 posterior midline disc protrusion similar to her prior imaging from 2007. L5-s1 right foraminal narrowing from facet hypertrophy and pain ratio: back 10% leg 90%. Severe lumbar spine pain and claudicant symptoms into bilateral lower limbs. On exam the patient has evidence of some mild l5 sensory deficits which correlate with her left sided foraminal narrowing at the l5-s1 foramen. On (B)(6) 2010: the patient presented with a complaint of body pain. The patient underwent x-ray of hand pa/lat b/ accession due to arthritis. Impression: bilateral hands two views - mild djd of interphalangeal joints. Bilateral wrists two views ¿ mild degenerative arthritis of lateral intercarpal joints of bilateral wrists as described. Bilateral ankle three views ¿ negative study. Bilateral feet two views ¿ bilateral calcaneal spurs. Otherwise negative study. Lumbar spine with obliques ¿ diffuse advanced spondylosis from l1 to s1. Status post surgical fixation from l2 through l5. The patient also underwent x-ray of cervical spine 4 views. Due to arthritis. Impression: straightening of the cervical spine. Otherwise negative study. On (B)(6) 2010: the patient presented with pain in the lower back which is not so severe or bothersome, most of the pain was along the front and back of both thighs and legs with some numbness along the front and backs of both thighs as well since then, equally severe on both sides, left and right. On (B)(6) 2010: the patient presented with low back and bilateral leg pain. Previous MRI was reviewed. The patient underwent x ray scoliosis ap/lat / accession due to spinal stenosis of lumbar region. Impression: scoliosis. The patient also underwent x ray of lumbar spine flex <(>&<)>ext only. Impression: no significant change. On (B)(6) 2010: the patient underwent MRI of lumbar spine with and without contrast due to lumbar radiculopathy. Summary: stable satisfactory postoperative appearance of lumbar column. Stable disc protrusion at l5-s1 without significant stenosis or nerve root impingement. No new significant abnormalities have developed in the interim. On (B)(6) 2010: the patient presented for follow up office visit. Assessment: low mood persistant; chronic widespread pain; chronic back pain; hypertension stage 1. On (B)(6) 2011: the patient presented for an office visit. Assessment: spinal stenosis of lumbar region; hypertension. On (B)(6) 2011: the patient underwent ¿other screening breast examination¿. Impression: incomplete. The patient also underwent ¿dxa bone densitometry¿ exam of bilateral hips due to asymptomatic postmenopausal status (age-related). Impression: the lowest t score was -2.5. Diagnosis: osteoporosis. Fracture risk: increased. On (B)(6) 2011: the patient presented for a follow up visit. Assessment: osteoporosis nos; hypertension; spinal stenosis. On (B)(6) 2011: the patient presented with hypertension with borderline tachycardia. On (B)(6) 2011: the patient presented for an office visit. Assessment: spinal stenosis ¿ neurogenic claudication; blood pressure on (B)(6) 2011. The patient presented for an office visit. Assessment: pain management ¿ post laminectomy and neurogenic claudication; intermittent dysphagia, likely dismotility. On (B)(6) 2011: the patient underwent upper gi single contrast study. Impression: small esophageal web. Otherwise unremarkable. On (B)(6) 2011: the patient presented for a follow up office visit. On (B)(6) 2012: the patient presented for an office visit. Assessment: chronic pain, spinal stenosis; generalized osteoarthritis; chronic family stress with anxiety; depression resistant to rx; seve¿s gerd; fibromyalgia. On (B)(6) 2012: the patient underwent ¿other screening mammogram¿. Impression: benign. On (B)(6) 2012: the patient presented for an office visit and complained of total body pain for at least 20 years. Pain is described as constant, burning, tingling and sharp. Sitting, walking, stress, physical activity, lying down, standing and cold increase her pain; rest and vicodin decrease her pain. Impressions: fear of injury contributing to deconditioning, regression; catastrophizing increasing pain, disability; depression, anxiety contributing to pain perception, regression generalized osteoarthrosis, unspecified site; osteoporosis, unspecified; arthritis; fibromyalgia syndrome; spinal stenosis, lumbar region, with neurogenic claudication; remote hx of alcohol abuse. On (B)(6) 2012; on (B)(6) 2013: the patient presented for follow up of depression, anxiety, hypertension and med ication follow up. Assessment: chronic pain; depression; generalized osteoarthrosis, unspecified site; spinal stenosis, lumbar region, with neurogenic claudication; fibromyalgia syndrome; severe pain disability 56/70; hypertension. On (B)(6) 2013: the patient presented for follow up office visit. She complained of a lot of pain in her legs, she also complained of having headaches. Top of her head hurt and frontal with eye pain. The pain went away when laying down. On (B)(6) 2013: the patient presented for a follow up office visit. Assessment: spinal stenosis, lumbar region with neurogenic claudication; generalized osteoarthrosis, unspecified site; smoking addiction; chronic pain. On (B)(6) 2013: the patient presented for an office visit. Assessment: need for prophylactic vaccination and inoculation against influenza; screen for colon cancer; spinal stenosis, lumbar region, with neurogenic claudication; arthritis; chronic back pain; depression.